Event description:
It was reported to olympus, that the visera elite video system center front panel switch was not working. It was also noted that the white balance was incorrect and the power switch was not normal. There were no reports of patient harm associated with the event. This was observed while the field service engineer (fse) was performing maintenance on the device. This medical device report (MDR) is being submitted to capture the non-functioning front panel switch reportable malfunction.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a faulty circuit board. It was also noted that the circuit board was found rusted and the receptacle was found loose with rusted pins. This caused intermittent flickering in the image. The power switch was broken but the device could be turned on and off. The tracks of the inside harness was found rusted and there was heavy corrosion found on the main chassis an front panel chassis. The power supply was found corroded and the power input port was broken. There was rusting on components of the circuit boards and the capacitors base were also rusted. The top cover was corroded and the front panel was found cracked. The rear panel was corroded and the labels were missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the front panel switch did not function due to a faulty printed-circuit board (cm board). The cause of the faulty printed-circuit board (cm board) could not be identified. Olympus will continue to monitor field performance for this device.